Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that cause was not determined. It was reported that the patient was directed to patient services for direction. Issue has not been resolved at this time. Information was confirmed with the physician/account.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient stated it took 3 to 4 hours to charge the ins. The recharger connectivity was ¿excellent.¿ the rep reported that they recommended the patient call in to request either a new charging cable or new rechargeable battery for the programmer. No further complications were reported.